Event description:
It was reported that the spinal cord stimulator (scs) device was making the patient nauseated when turned on and was not providing pain relief. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.